Manufacturer narrative:
The investigation of the reported event was performed by our experts. It was confirmed that the procedure was completed on the concerned unit. Siemens was able to verify that no patient injury occurred during the incident. The customer was unable to provide any additional detailed information, and no health consequences were reported. Following the reported incident, the user did not accept an onsite service by siemens service organization. Based on the hospital's feedback, the customer restarted the system to resolve the issue. System functionality was restored through standard recovery procedures (power cycling the system ¿ switching it off and then on again). A detailed and verifiable analysis of the reported issue was not possible, as neither service visit nor other necessary information were provided. No conclusive root cause could be determined. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an adverse event that occurred while operating the artis zee iii ceiling system. The patient was admitted to the hospital due to lower extremity arterial occlusion and underwent surgery on (B)(6) 2025. During the procedure, the images became unavailable leading to the guidewire puncturing an artery. This resulted in local bleeding. Siemens has requested additional information regarding this event.